Manufacturer narrative:
The reported issue was able to be verified but unable to be duplicated. Stryker updated settings in the online system, and the customer manually connected those devices again for software update which resolved the reported issue. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device gave voice prompts in incorrect language. Without voice prompts, a lay user would not receive the instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device gave voice prompts in incorrect language. Without voice prompts, a lay user would not receive the instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.